Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the additional failure "aw-cylinder (tube) has foreign objects." And "aw-tube has foreign objects." Is cause traced to failure to follow instructions. The most probable cause of the additional failure "s-cylinder has foreign objects." And "ch-tube has foreign objects." Is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject product had foreign objects inside the s-cylinder, aw-cylinder, ch tube and aw-tube. There was no patient involvement.